Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were in a car accident in september and they were having some extreme pain. Patient said they have a bad back anyway and their pain doctor wants them to have an MRI of their spinal column. Agent walked patient through putting device into MRI mode. Patient mentioned that their device has not been working right in the last 6 months. Patient stated that in the accident they think the device shifted upward a little bit. Patient also said when they go any higher than 1.8 it was a weird feeling and doesn't feel right. Agent asked if patient has tried changing programs and patient said that they have not because they no longer get phone calls from representative. Agent offered assistance in changing programs but the caller did not want to change programs at this time.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.